Event description:
A 2.75 mm diameter x 14 mm length endeavor rx drug-eluting coronary stent was deployed in the rca of a pt with no issue reported. During the procedure, two other endeavor rx drug-eluting coronary stents were deployed to target lesion (MFR report temp# 2953200-2010-00748, 2953200-2010-00749). It was reported that the pt had bypass surgery 9 weeks post implant for treatment of a lesion in the lmt-lad. Communication from the field reported that as the pt had been suffering from renal failure, haemostatic drainage was repeatedly performed but the pt condition remained poor. Re-open chest surgery and further haemostatic drainage were performed; however, the pt died approximately 6 weeks post CABG. A comment from the physician confirmed that the cause of death is multiple organ failure and is not associated with the relevant device.

Manufacturer narrative:
(B) (4): eval results and conclusion: multiple organ failure.

Manufacturer narrative:
Patient had a history of hypertension, prior pci and prior myocardial infarction. The patients cardiac status at time of index procedure was stable angina. During the previously reported CABG the rpl and lad were treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.